Manufacturer narrative:
It was reported that a patient underwent a re-do atrial fibrillation / atypical flutter procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Electrogram noise displayed the map 3,4 signals (proximal end). To troubleshoot, the connections were reseated and the issue remained. The catheter was removed from the body and it looked like there was some material on the proximal end. Catheter was replaced and the procedure continued. There was no patient consequence reported. The device evaluation was completed on 20-feb-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed no foreign material in the proximal end of the device. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 29-nov-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31085864l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a re-do atrial fibrillation / atypical flutter procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was observed that there was material on the proximal end. Electrogram noise displayed the map 3,4 signals (proximal end). To troubleshoot, the connections were reseated and the issue remained. The catheter was removed from the body and it looked like there was some material on the proximal end. Catheter was replaced and the procedure continued. There was no patient consequence reported. The caller is requesting follow-up for noise concerns and loose map port connection on the patient interface unit. Additional information was received. Initial observation was assumed to be plastic, wrapped around the proximal end of the catheter. It looked like it was wrapped/tangled around the catheter and was not easily removable. There was some movement as it was wrapped around the catheter, near the proximal electrodes. It could be moved but not very far along the shaft of the catheter. It was not embedded in the device. No difficulty was observed for the mechanics of the catheter. The catheter pebax did not seem damaged from initial observation. The issue was not noticed before use. They have the catheter and the foreign material on the catheter. The packaging was disposed of before the issue was noticed. The sheath was a st jude sl0 guided sheath 8.5f. The noise issue was assessed as non MDR reportable as the risk to the patient was low. The material on the proximal end of the catheter was assessed as MDR reportable.